Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded ventricular arrhythmia episodes during which potentially inappropriate therapy was delivered. Technical services (ts) reviewed the stored data and noted that one anti-tachycardia pacing (atp) burst and one shock were delivered for an atrial arrhythmia with an irregular rhythm suggestive of atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm appeared atrial or sinus driven, and the delivered therapy did not convert the rhythm. No adverse patient effects were reported. This ICD remains in service.